Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. Scratches were observed on the articulating surface of the insert. Deformation and burnishing were also observed on the post of the insert. The inferior surface of the insert showed signs of deformation and scratches. The medical investigation concluded that based on the information provided, the root cause for both of these revisions was the dislocation of the inserts. However, the root cause of the dislocations cannot be concluded. No trauma was reported to precipitate the insert dislocations. It is unknown if the original size chosen for the insert was related or if the insert was properly positioned within the tibia baseplate. All documents and images provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. The impact to the patient cannot be determined beyond the two surgeries and the recovery time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include malalignment or improper sizing. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that for the second time a genesis ii hf insert dislocated in the same patient's left knee and a revision surgery was performed. Previously in april, this patient underwent also a revision for the same reason. The surgeon didn't inform an employee from s&n at that time.